Manufacturer narrative:
Conclusion field left blank - no available code for undetermined or unknown cause. The report of an over infusion of pitocin was not confirmed. The pcu event log showed that on (B)(6) 2016 at 9:29 am the pump module was programmed for a primary infusion using guardrails for pitocin at a dose of 2milliunit/min (rate 2ml/hr) with a vtbi of 450ml. A short time later the infusion was paused and restarted . At 10:39 am the rate was changed to 4ml/hr (dose 4milliunit/min). At 11:21 am the rate was changed to 6ml/hr (dose 6milliunit/min). At 11:33 am the rate was changed back to 4ml/hr (dose 4milliunit/min). At 2:40 pm the pump module was removed. The total volume infused during this period was recorded as18.414ml. Visual inspection showed that the bezel posts were missing and not properly extending through the membrane frame. Rate accuracy testing found that the device was out of specification and was under infusing. During testing there were no periods of unregulated flow or over infusion. Rate accuracy calibration was performed with a known good bezel assembly installed and the device passed rate accuracy testing. When rate accuracy was retested with the original bezel re-installed the device was infusing within specification. Leak testing on the returned administration set showed no leaking. The root cause of the bag being found empty sooner than expected was not determined. Rate accuracy testing found the pump module to be under infusing.

Manufacturer narrative:
Concomitant medical devices: IV lr bag, 500ml baxter bag (B)(4), lot c994210, exp jan 2017, oxytocin 30 units added to sodium chloride 0.9% injection; therapy date (B)(6) 2016. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a 500ml bag of pitocin was started at 1031 programmed to infuse at 2 milliunits per min. Titrated to 4 milliunit/min at 1140, titrated to 6 milliunits/min at 1222 and then titrated back down to 4 milliunits/min for tachysystole at 1233 and remained at this rate until the incident was noted. The pump was cleared at 1220 which read channel had infused 5ml which was expected. At the time of transfer of care the pump was cleared and volume infused read 13.18mll which was expected, however the 500ml bag of pitocin was empty. A new bag of pitocin started at 4 milliunit/min however it was noted that the machine was dripping at a higher rate. A new IV tubing and pump was replaced and the pitocin was restarted. There was no report of patient harm.